Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported 4845-4-205 abgii. Modular stem is considered to be under the scope of this recall. No further investigation is required. Device not returned.

Event description:
The following was reported: clinical consequence : periarticular inflammatory bursitis. Action taken; "total change of thp".